Event description:
It was reported by the prestataire that the patient went to the hospital due to diabetic ketoacidosis (dka) with a blood glucose level of 500 mg/dl. The pod was immediately removed, and pen injections were administered instead. Subsequently, medical staff tested the pod by delivering a bolus and confirmed that insulin was flowing properly through the cannula. Upon discharge, the patient continued using insulin pens for one day before applying a new pod the following day. Since then, all has been well.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and dka. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the prestataire that the patient went to the hospital due to diabetic ketoacidosis (dka) with a blood glucose level of 500 mg/dl. The pod was immediately removed, and pen injections were administered instead. Subsequently, medical staff tested the pod by delivering a bolus and confirmed that insulin was flowing properly through the cannula. Upon discharge, the patient continued using insulin pens for one day before applying a new pod the following day. Since then, all has been well. 10jun25 additional information: date of incident: 11apr2025. - the patient came in on (B)(6) 2025 without an appointment because her blood sugar had been at a plateau of 500 mg/dl since the afternoon of (B)(6) 2025. - changed pod op5 but no effect. - left automated mode because of hyperglycaemia so switched to manual mode. - in the morning managed to lower it to 2.5 g/l (250 mg/dl), drank a coffee with milk and sugar and then raised it again immediately afterwards. - in the day at 3.30pm: capillary blood glucose 5.72 g/l (572 mg/dl) and ketone 2.9 mmol/l. Addition of rapid insulin in pen and ketone monitoring. Stop pod, bolus in test void = pod seems functional (insulin comes out of cannula). Continue pen boluses and resume op5 as soon as possible at home. The incident did not lead to hospitalization. The pod will not be returned.

Manufacturer narrative:
This MDR is being submitted following additional information received on 10jun25. A2 patient information. B3 date of event. B5 event description.

Manufacturer narrative:
Additional information, lot number d4, h4 have been updated. Lot release records were reviewed, and lot release was found to have met all acceptance criteria. The healthcare professional confirmed that the pod is not available for investigation. As the device was not returned, no product investigation can be completed. The physical device was not returned. Cloud data was reviewed for the days of (B)(6) 2025. Review of the cloud data found no evidence of issues with insulin delivery. The data showed that the automated algorithm was able to appropriately adapt the automated insulin amounts based on the estimated glucose values and user inputs. No evidence of a failure to deliver insulin was found in the available data.